Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m016445c001, version: 3.4, ubd: , UDI#: ; product ID: 9735979, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was not reproducible. The manufacturer representative (rep), used a different/unused usb drive and had no issues with the system. The data was transferred to the usb and the rep was able to mount and unmount successfully. The thermal therapy system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Multiple annex g codes were reported. G02008 corresponds to the concomitant product m016445c001. G02007 corresponds to the concomitant product 9735979. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that the system became unresponsive after attempting to mount a universal serial bus (usb.) The manufacturer representative (rep) had previously used the same usb to archive the case, and the information was transferred without issue. However, when remounting the usb to open the information on the konqueror web browser, the mouse would no longer move. After hard rebooting, the system would no longer recognize an attempt to mount the usb. Konqueror would not process in the command window, touching the top monitor would have no response, and the shutdown window would appear as blank when attempting to soft restart the system. The rep tried different usbs and different usb ports with no change. When hard rebooting without a usb plugged in, the system booted as intended and the rep was able to complete her normal morning system checklist. The symptoms returned as soon as the rep tried to mount the usb. When attempting a soft shut down the shutdown window did display text as intended. After pressing 'yes,' the monitors moved to two blue screens that said medtronic in the bottom right with no other indication that the system was shutting down. There was no patient involvement.

Manufacturer narrative:
H2, h3: software analysis was performed. No failures were found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: previous supplemental regulatory report was submitted with the incorrect aware date (2024-may-28). The correct aware date for this information is 2025-may-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.